Manufacturer narrative:
The device history record for the reported lot number ,m19100l601, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The actual complaint product was not returned for evaluation. All information reasonably known as of (B)(6) 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Avanos medical, inc. Received a single report that referenced four different incidences, which were associated with separate units, involving four different events. This is the fourth of four reports. Refer to 8030647-2019-00098 for the first event. Refer to 8030647-2019-00099 for the second event. Refer to 8030647-2019-00100 for the third event. The closed suction catheter (csc) disconnects from the ventilator circuit. The event usually occurs between 2-hours and 6-hours during use. The vent alarm sounds when this occurs. The csc is simply reconnected to the ventilator circuit/heat moisture exchange (hme) or changed for a new device. There was no reported patient injury.